Event description:
The reporter contacted animas on (B)(6) 2012 alleging that "up" and "down" arrow buttons are unresponsive. There is no additional information available at this time. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be peeling at the up arrow button. On testing, the contrast and up arrow buttons had intermittent response. The down arrow and ok buttons responded properly. The audio bolus button was noted to be difficult to press. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).